Event description:
Six hundrend and twenty days following a coronary artery drug eluting stenting treatment procedure, the pt expired. The index procedure identified and treated one target lesion. The lesion was a 99% stenosed, de novo lesion located in a saphenous vein graft (svg) to the 1st obtuse marginal (om). The lesion was 7m in length, 3.0mm in diameter with timi-1 flow. The physician pre-dilated the lesion to 4atms, reducing the stenosis to 50%. The physician followed with a taxus express2 3.00x12mm stent deployed at 12 atms. The stent was post dilated to 16 atms which resulted in 0% residual stenosis and timi-3 flow. The pt was discharged 5 days later on plavix. Six hundrend eleven days following the index procedure, the pt experienced a stroke. Nine days following the stroke, the pt expired. It was reported that this event was not related to the target vessel. An autopsy will not be performed.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to determine how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namel y top assembly batch # 6307995 found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of the reported complaint cannot be conclusively determined.